Event description:
It was reported that the customer experienced diabetic ketoacidosis and that the insulin pump alarmed no delivery about a week prior to the call. The customer stated that she hooked up to the insulin pump again and went to bolus, delivering insulin one unit at a time. The blood glucose reading was 214 mg/dl. Upon troubleshooting, insulin exited during a manual prime. The device was deemed to be working as designed, and the customer was advised that the alarm had been caused by an infusion set and/or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.